Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the right ventricular lead was over-sensing noise. The lead was capped and replaced on (B)(6) 2023. The patient was in stable condition post-procedure.